Manufacturer narrative:
Additional data: h6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device problem code: "2993" should be added. B5-the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of diopter -16.00/3.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye( od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model, shorter length lens and the problem was resolved. Status of the eye: "doing well. Excellent vision." The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "patient with a markedly elevated vault in one eye."